Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the lvad was alarming. The system controller history displayed a multitude of alarms. The pt was readmitted to the hospital for evaluation and the log file confirmed pump stoppages and pump disconnects. The pt also experienced a driveline infection.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.